Event description:
The customer reported that the central nurse's station (cns) was displaying a blue screen. The cns then rebooted itself and seemed to then be working. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a blue screen. The cns then rebooted itself and seemed to then be working. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Freezing and blue screening is commonly related to a hard drive failure. Hdds are electronic components that may deteriorate over time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intake, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," or "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometimes then restart, or the device may need to have the hard drives replaced. Sometimes a hard drive can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid) - which puts multiple hard drives together to improve performance).

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a blue screen. The cns then rebooted itself and it came back up, and the unit seems to be working at the moment. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is displaying a blue screen. The cns then rebooted itself and it came back up, and the unit seems to be working at the moment. No harm or injury was reported.